Event description:
It was reported that an unnamed doctor believed that the patient's implantable pulse generator (ipg) was malfunctioning. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: date of birth.